Event description:
"Possible port site hernia at 1 week follow up. Gallbladder was removed from 5mm port site. Possible port site stretching-no bag was used. Dr. (B)(6)."

Manufacturer narrative:
The product will not be returned. There is no lot number. However, this situation will undergo evaluation utilizing the info available. Upon evaluation, a final report will be submitted.